Event description:
It was reported that a patient was receiving a platelet transfusion through the device. The transfusion was initiated at 11:45. The rn left and returned at 11:55. A code was called at 12:05. At this time 140ml of platelets, out of 195ml, had been transfused. Cardiac/respiratory resuscitation was unable to resuscitate the patient.